Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose ranged from 131-132 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.